Event description:
It was reported that the customer was hospitalized due to experiencing an elevated blood glucose (bg) level and diabetic ketoacidosis (dka). Reportedly, the customer¿s nurse alleged that the pump did not deliver insulin as intended. Bg value was not provided. Reportedly, the customer had changed infusion sets and cartridges multiple times, but the issue persisted. While being disconnected from the pump, only a few drops were seen being delivered even though the customer had bolused 40 units of insulin. The customer's high bg and dka were treated at the hospital with insulin pens. The pump was replaced to address the issue. No issues were observed with the cartridge, infusion set tubing, or infusion set cannula in use at the time of the event. A system check was not performed to determine pump functionality and the insulin in use was also not checked for any issues. No further information on the customer¿s length of stay at the hospital and the type of treatment were provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.